Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced power switching. The patient felt dizziness, however, he was not hospitalized nor did he receive any medical treatment and was sent straight back to work. The controller (B)(4) and the batteries (B)(4) were returned to the manufacturer for evaluation. The returned controller passed visual inspection and functional testing. The batteries (B)(4) passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which confirmed a switching event involving (B)(4) and a vad stop event. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack and a communication error between the controller and batteries. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is four of four reports (3007042319-2014-00215, 2015-04142, 2015-04143 and 3007042319-2015-04144) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that this patient reported that his controller changed the power ports even when active battery showed two (2) led's on gauge. The other battery showed immediately a red alarm, the controller shut down and restarted; the patient felt dizziness. Patient reported this behavior with these batteries and brought only the three to hospital. The patient was not hospitalized, he was sent straight back to work and received no medical treatment. Patient felt good and was busy in his university just prior to the event. The facility removed the batteries and controller from service and provided the patient with replacement devices. The batteries and controller were returned these to the manufacturer for evaluation.